Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. A chest x-ray was performed and the lead was suspected to have dislodged. The lead was surgically explanted. No additional adverse patient effects were reported.